Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The no delivery test could not occur due to the prime anomaly. No unexpected low reservoir alarm was noted. The following physical damage was also noted: cracked casing at a display window corner, broken battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, and minor scratches on the display window.

Event description:
The customer reported via phone call that her insulin pump's battery compartment and reservoir compartment were cracked. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that she had driven about a block with the pump dragging outside the car. The customer had received no delivery alarms within the last couple months. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.